Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. As the reported complaint sample was disposed of and not returned, angiodynamics is unable to perform a device eval; the customer's report complaint could not be confirmed. Based on info provided by the user and the angiodynamics sales rep, the most likely root cause for the reported complaint is user handling in a clinical setting. The instruction for use (IFU), which is supplies to the user with this device, contains the following warning:" caution: do not use excessive force to advance the fiber. Use ultrasound to confirm that the 4f sheath is correctly positioned if strong resistance is encountered." In addition the IFU instructs the user to advance the fiber to the tip of the sheath and then pull sheath back as to not advance the fiber in the pt. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported by the user, a pt of unk age and gender presented for a endovenous laser treatment. Physician reported the case was difficult because of the pt's anatomy and that the physician had to be very aggressive to get the fiber through the tortuous vessels. F/u info indicated that extra force was placed on the laser fiber to advance the fiber thought the sheath. In doing so, the fiber pierce the outer wall sheath. Pt felt slight bit of pain, however, there was report of no significant pain/injury to the pt. The fiber was pulled back a bit and both it and the sheath were successfully removed from the pt. The procedure was successfully completed with another fiber without report of complication.